Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed atrial flutter resulting in inappropriate shocks. The atrial flutter was converted with the shock and normal sinus rhythm was noted after the shock with appropriate sensing. System replacement to a transvenous system was being considered. No adverse patient effects were reported.